Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection and sepsis. Additionally, it was noted that there was lead vegetations. During the procedure the patient became hypotensive and passed away. It was noted this right ventricular (rv) lead was difficult to remove therefore, part of it was explanted and the rest was surgically abandoned.